Event description:
Customer reported that a hole was discovered in IV tubing causing a leak. The leak was found after the procedure was completed. Normal saline was infusing at the time. The customer stated that the hole was found in the tubing and not the port. No patient harm or medical intervention was reported. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.